Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, an unknown port has been implanted on the left side. It was reported that on (B)(6) 2024, the patient experienced pain in the left neck while using an implanted port for infusion. It was revealed that the implanted port was unable to deliver the infusion normally, but there was no redness or swelling on the skin surface of the implanted port. A chest x-ray suggested that the implanted port catheter had fallen off. On the morning of (B)(6) 2024, cardiac fm removal surgery was performed in the interventional room. The ¿infusion port catheter¿ was found to be located in the right atrium-right ventricle-main pulmonary artery-right ventricle, forming a different shape. A mesh basket guidewire was inserted through the right heart catheter to attempt to capture the ¿infusion port catheter¿ in the right atrium, but this was unsuccessful. The mesh basket guidewire was then sent to the right ventricle, and the guidewire was placed around the tip of the ¿infusion port catheter.¿ under x-ray fluoroscopy, the ¿infusion port catheter¿ was slowly pulled out together with the right heart catheter. The sheath tube was removed, pressure was applied to stop bleeding, and the implanted port catheter was carefully examined. No obvious abnormalities were found. The specimen was shown to the patient's parents, who agreed to keep it for safekeeping. After symptomatic treatment, the patient underwent surgery at the hospital on the morning of (B)(6) 2024, to remove the old, implanted port from left side and insert a new implanted port in the same location (left side). The current status of the patient is unknown.